Event description:
It was reported that the right ventricular lead showed a steady increase in impedance. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 21:00:07. Weekly pacing impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance = 893 to 2299 ohms peak between (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was another lead impedance warning. The lead exhibited high pacing impedance.